Event description:
It was reported that the patient had stopped using the stimulation because it was not working. The patient also had tripped and fallen more than once not due to stimulation. It was noted that the patient had come in at the end of the week prior to this report and the battery was dead, so the nurse was unable to read it. A replacement was scheduled. Patient was alive with no injury. Patient symptoms included less than 50% therapy relief at the lead location. It was noted that the patient had not had a good time line for when it really quit providing affective pain relief. Additional information received reported that the cause of the event was ¿possibly a fall¿. It was noted that the patient¿s implantable pulse generator (ipg) battery had depleted. It was stated that the spinal cord stimulation function had been lost. It was reported that the patient¿s ipg was replaced on (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned neurostimulator model 37713 serial #(B)(4) showed no significant anomalies.

Manufacturer narrative:
Product event summary # (B)(4): reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The restore advanced was explanted. The restore advanced was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the restore advanced. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain because the rep reported a loss of pain relief due to battery depletion. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the restore advanced is inconclusive because it remains unclear as to whether the battery depletion was considered normal. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377645, lot# v010917, implanted: (B)(6) 2006, product type: lead. Product ID: 377645, lot# v010917, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).